Manufacturer narrative:
Section h10: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided information does not indicate a root cause for the reported events. As of the date of this medical investigation, the requested clinical documentation such as the operative report and pre/post operative images have not been provided. Therefore, the clinical root cause of the reported events could not be concluded. The patient impact beyond the reported cannot be determined. No further clinical assessment is warranted at this time. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on an unknown date, the patient experienced great difficulty climbing stairs and walking. A revision surgery was performed on (B)(6) 2022 to address this adverse event, and a retropatella button was inserted. Patient persisted with mobility issues and pain.

Manufacturer narrative:
Internal complaint reference (B)(4).